Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse spoke with the customer and the problem corrected itself. All errors cleared and the aia-360 instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to a screw obstructing the turntable.

Event description:
On (B)(6) 2016, a customer reported 4004 turn table slip with the aia-360 analyzer. The customer is unable to run fsh and lhii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh and lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.